Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported review of a merlin.net remote transmission from (B)(6) 2018, indicated that during a ventricular tachycardia episode, there appeared two small r waves that were not sensed by the device. Patient was asymptomatic to the episode. The recommended programming changes were made. Patient was fine.